Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a mitral valvuloplasty procedure, a synthetic absorbable surgical suture experienced a malfunction where the suture needle detached from the suture during wound closure. The medical team promptly replaced the defective suture with a new one to complete the procedure. There was no patient injury.